Event description:
Pt had revision of right total hip replacement with removal of acetabular component and change of femoral head. Procedure due to asr implant recall and adverse reaction to metal. Initial surgery was performed in 2008 at another medical facility.